Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: all of the buttons on the keypad had an intermittent response and required multiple button presses to become engaged. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. The symbols on the keypad were worn off. Unrelated to the original complaint, the text on the display was dim and discolored. The contrast setting was increased to the maximum setting with little improvement observed. Also unrelated, there was a crack in the battery compartment. There was no issue with loss of power and no evidence of moisture damage in the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were worn symbols, sticking, and required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.